Event description:
Procedure type: lap chole. According to the reporter: the balloon could not be inflated as it was broken. The procedure was completed with another. No tissue damage. No bleeding. Nothing fell into the cavity. Extended or time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
Date initial report sent: 11/10/2008.